Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of insulin pump did not always respond presses it. The customer¿s blood glucose was unknown. Customer stated that up button did not always respond. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.